Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
A chemistry evaluation was completed to identify the unknown particle sample. Results from the screening electron microscope detected the following elements in the unknown particles: iodine and chloride. The detected elements in the sample are typical for use in this type of procedure. Iodine is typically found in contrast medium and normal saline is commonly used in these types of procedures. It should again be noted that the IFU states: ¿use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded.¿

Manufacturer narrative:
Our product evaluation laboratory received one model 12tlw803f catheter. The balloon latex appeared to be ruptured between the windings. The balloon edges did not match at the ruptured region. Balloon inflation testing was performed and back pressure indicated an occlusion at the balloon inflation lumen. The balloon inflation lumen was found to be occluded with an unknown radiopaque, gel-like material throughout the lumen. Both balloon bushings and windings were intact. The through lumen was found to be patent and did not leak. No other visible damage or inconsistency was observed from the catheter body. The unknown particle was sent to chemistry for further analysis. Upon completion, a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The customer report of "not possible to inflate" was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The thru-lumen embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. The instructions for use of the product contains the following statement: ¿as with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization.¿ additionally, the IFU states: ¿use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded". Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the balloon on a fogarty catheter would not inflate when tested prior to use. There was no allegation of patient injury. Patient demographics were requested and not provided. The lot number was unknown.